Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the tubing detached from the cannula at the quick release while the patient was sleeping. This happened with three infusions sets that detached from the site area. When she realized it was disconnected, her blood glucose level was over 300 mg/dl. The site location was her left leg twice and the pump was on the same side as the site. The infusions were stored inside with air conditioner. She was unsure if there was stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.